Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that he was admitted into the hospital for high blood glucose of 450 mg/dl. At the time of the call, the customer had blood glucose of 100 mg/dl. Troubleshooting found that the infusion set came out which led to the high blood glucose. The customer was treated and released.